Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), uterine perforation ("perforation (uterus),") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and allergy to metals. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") with abdominal pain, dysmenorrhoea ("dysmenorrhea (cramping) / pain when I had excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), nausea ("nausea") and investigation noncompliance ("did not undergo confirmation test"). The patient was treated with surgery (to remove the essure implant) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, uterine perforation, abdominal pain lower, nausea, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue and investigation noncompliance outcome was unknown, the genital haemorrhage had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, investigation noncompliance, menorrhagia, nausea, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery left cornua and right cornua, number of proximal coils. 3 on left cornua and 4 on tight cornua, diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: low grade squamous epithelial lesion abnormal pap. (B)(6) 2016, one view of the abdomen was performed: essure coils located in the mid pelvis. (B)(6) 2016, findings: the patient had a normal-appearing female pelvic anatomy. Right tube anatomy was normal. Left tube showed the essure coil poking through the serosa approximately 3cm into the isthmic portion of the tube, deviating the tube to the 90-degree angle. No adhesions. No other gross abnormalities of the pelvis noted. (B)(6) 2016: final diagnosis uterus uterus, cervix, and bilateral fallopian tubes cervix: -mild chronic cervicitis with benign squamous metaplasia. Nabothian cysts. -no dysplastic or malignant changes identified. Uterus: -benign secretory endometrium. -no hyperplastic, atypical, or malignant changes identified. -intramyometrial metallic coil consistent with essure device (right). Bilateral fallopian tubes: -intraluminal metallic coil consistent with essure device (left).\ sections from the cervix demonstrate mild chronic cervicitis associated with focal benign squamous metaplasia of the endocervical epithelium. Scattered nabothian cysts are identified, but no dysplastic or malignant changes are seen. Sections from the uterus reveal a benign secretory endometrium in which no glandular or stromal breakdown is appreciated. Gross description: embedded within the myometrium near the right and left cornua are two tightly coiled metallic devices. The right is buried within the myometrium deeply while the left extends into the lumen of the intact fallopian tube. Grossly the right coil does not extend into the intact fallopian tube lumen. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation, uterine perforation most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as did not undergo confirmation test, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, fatigue, perforation (uterus), bloating. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),'), device dislocation ('migration') and genital haemorrhage ('abnormal bleeding / severe bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included anxiety, allergy to metals, irregular menstrual cycle, cervical cyst, foreign body in uterus, any part, back pain, uterine bleeding and perineal pain. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal distension ("bloating") with abdominal pain, dysmenorrhoea ("dysmenorrhea (cramping) / pain when I had excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain lower, nausea, dysmenorrhoea, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown and the genital haemorrhage and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery left cornua and right cornua, number of proximal coils. 3 on left cornua and 4 on tight cornua, diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: results: low grade squamous epithelial lesion. Ultrasound scan vagina - on (B)(6) 2016: results: right ovary and left ovary: essure coil visualized. Diagnostic results: abnormal pap. (B)(6) 2016, one view of the abdomen was performed: essure coils located in the mid pelvis. (B)(6) 2016, findings: the patient had a normal-appearing female pelvic anatomy. Right tube anatomy was normal. Left tube showed the essure coil poking through the serosa approximately 3cm into the isthmic portion of the tube, deviating the tube to the 90-degree angle. No adhesions. No other gross abnormalities of the pelvis noted. (B)(6) 2016: final diagnosis uterus, uterus, cervix, and bilateral fallopian tubes. Cervix: mild chronic cervicitis with benign squamous metaplasia. Nabothian cysts. No dysplastic or malignant changes identified. Uterus: benign secretory endometrium. No hyperplastic, atypical, or malignant changes identified. Intramyometrial metallic coil consistent with essure device (right). Bilateral fallopian tubes: intraluminal metallic coil consistent with essure device (left). Sections from the cervix demonstrate mild chronic cervicitis associated with focal benign squamous metaplasia of the endocervical epithelium. Scattered nabothian cysts are identified, but no dysplastic or malignant changes are seen. Sections from the uterus reveal a benign secretory endometrium in which no glandular or stromal breakdown is appreciated. Gross description: embedded within the myometrium near the right and left cornua are two tightly coiled metallic devices. The right is buried within the myometrium deeply while the left extends into the lumen of the intact fallopian tube. Grossly the right coil does not extend into the intact fallopian tube lumen. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation, uterine perforation, menorrhagia, abdominal pain lower, fatigue, pelvic pain, abdominal pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received: event "bloating" outcome updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal distension ("bloating") and nausea ("nausea"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, abdominal distension and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, genital haemorrhage and nausea to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.